Manufacturer narrative:
The event of capsular contracture baker grade IV. Is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Physician reporting capsular contracture baker grade IV. This relates to the left device. Device has been explanted.

Manufacturer narrative:
Clarification to d9.: only device photos were received. Visual analysis: visual analysis of the photographs identified, capsular contracture: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade IV. Device has been explanted.